Event description:
The customer obtained false repeat reactive and confirmed positive architect hbsag qualitative ii results while using the architect i2000sr. On (B)(6) 2022, the customer provided confirmatory results for the questioned repeat reactive hbsag samples. The following confirmatory results were provided: on (B)(6) 2022 sample ID (B)(6): c2 0.99 s/co; 98% neutralization on (B)(6) 2022 sample ID (B)(6): c2 1.29 s/co; 102% neutralization on (B)(6) 2022 sample ID (B)(6): c2 8.70 s/co; 100% neutralization on (B)(6) 2022 sample ID (B)(6) by: c2 23.13 s/co; 99% neutralization on (B)(6) 2022 sample ID (B)(6): c2 2.75 s/co; 99% neutralization on (B)(6) 2022 sample ID (B)(6): c2 1.07 s/co; 103% neutralization on (B)(6) 2022 sample ID (B)(6): c2 1.15 s/co; 106% neutralization on (B)(6) 2022 sample ID (B)(6): c2 2.98 s/co; 62% neutralization on (B)(6) sample ID (B)(6): c2 1.08 s/co; 102% neutralization on (B)(6) sample ID (B)(6) (repeat): c2 1.00 s/co; 98% neutralization, and on (B)(6) 2022 sample ID (B)(6): c2 2.52 s/co; 68% neutralization. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2022-00166 for the architect hbsag qualitative ii reagent, list 02g22-35 and 300844661-2022-00167 for the architect hbsag qualitative ii confirmatory, list 02g23-25. Patient identifier: multiple = (B)(6). Patient information: no further patient information was provided. The field service representative (fsr) inspected the instrument and determined the wash zone probe (08c94-36), arc probe (08c94-42), arc tubing, probe (08c94-49) and arc tbg/sn tp wz (08c94-90) were the cause of the elevated results. The fsr cleaned the arc, probe (08c94-47) and replaced the wash zone probe (08c94-36), arc tubing, probe (08c94-49) and the arc tbg/sn tp wz (08c94-90) resolving the issue. No additional architect hbsag qualitative ii result issues have been reported since the service activity was completed. The instrument service history review revealed one ticket associated with a false positive hepatitis b result. The issue was resolved by part replacement and was not related to the current issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of manufacturing documentation and trending data for identified parts (wash zone probe; arc probe; arc tubing, probe; and arc tbg/sn tp wz) identified no issues or trends. A review of tracking and trending data in the product monitoring review revealed no similar issues or trends associated with discrepant results. The architect i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for arc, probe identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer.